Manufacturer narrative:
(B)(4). The sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that physicians are having an issue with the guidewire getting caught on the needle when retracting the wire causing the wire to stretch.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The introducer needle was not returned. The guide wire showed evidence of use. Visual examination revealed the guide wire has a slight kink/bend at the center of the guide wire body. The distal j-bend is slightly distorted but intact. Microscopic examination of the guide wire confirmed the kink. Both welds appeared full and spherical. The kink in the guide wire body was measured at 30.8cm from proximal weld. The guide wire overall length and outside diameter were measured and found to be within specification. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of the guide wire becoming kinked while removing from the needle was confirmed through visual inspection of the returned sample. A single kink was observed on the returned guide wire; however, the introducer needle was not returned for evaluation. A DHR review did not reveal any manufacturing related issues. No manufacturing defects were found during this investigation. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned.

Event description:
The customer alleges that physicians are having an issue with the guidewire getting caught on the needle when retracting the wire causing the wire to stretch.